Event description:
Home pt had connected themself before the priming cycle was complete. Per the hp, at that time they disconnected themself and capped the pt line with a flexicap and reprimed the line. The hp then reconnected to the pt line and completed their therapy. Hp indicated that during therapy they experienced pain in the shoulder and neck area. Per hp, they contacted their health care professional regarding the reported incident and no medical intervention was initiated.